Manufacturer narrative:
An email response was sent to the customer, requesting that she contact customer service via phone so that her issue could be appropriately be addressed. As of the date of this report, the customer has not done so. The customer was contacted by a complaint handler on multiple occasions, including via phone, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer emailed medela llc alleging that the soft shell nipple shields created a huge circle around her breast and caused a lump with excruciating pain. She further alleged that it had pushed her breast implant to the top of her breast, which caused a bacterial infection which necessitated two prescription treatments. Additionally, she indicated that she was disappointed and sad because of the money spent since her milk had dried up and she was left unable to breastfeed due to the pain the nipple shields had caused her.